Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. There was no adverse impact to the customer¿s blood glucose. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.